Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient reported to the hospital with symptoms of dizziness. Upon interrogation noise and oversensing were reported on the lead. The lead was capped and replaced. No patient complications were reported as a result of this event.